Event description:
The complainant reported that the clinicians were performing the implant of an obtryx sling system during a trans-obturator tape (tot) procedure performed in 2009 on a female patient. According to the complainant, prior to attaching the association loop to the handle, the physician noticed the loop was broken. The physician then obtained another obtryx sling device and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has not been received for evaluation; therefore, a failure analysis is not available and we are unable to determine the relationship between the device, and the cause for this event at this time. If there is any further relevant information from that review, a supplemental medwatch will be filed.